Manufacturer narrative:
Cannot definitively determine if the device caused or contributed to the failure mode of infection.

Event description:
It was reported that revision surgery was warranted for this patient due to infection. Tibial inserts are being replaced. The original surgery date was (B)(6) 2023. The revision surgery was (B)(6) 2023.